Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when latching a cassette during the preparation stage, water leakage occurred from the cassette. It was unknown whether the surgery was completed. The procedure type was unknown. No patient impact was reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used pack was visually inspected. Short shot was observed on the barb of the auxiliary suction connector on the irrigation/aspiration manifold. The sample was tested using the calibrated console. The sample could prime, tune with the handpiece, tip from the lab stock and returned infusion sleeve, and pass intraocular pressure calibration successfully. The sample was recognized as cassette on the console. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No bubble was observed in the non-invasive flow sensor (nifs) fluid path before the cleaning process. No air leak was detected from the infusion airline during priming process. No message code appeared on the screen. No leakage was detected from the infusion manifold, cassette, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. After an analysis and based on the condition of the sample, the root cause is potentially related to an error during the suppliers assembly molding process of the connector. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).